Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement due to motor error alarm. Unable to verify error alarm due to motor error alarm. Unable to confirm alarm in alarm history screen due to encoder out of phase during rewind. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump was exposed to a MRI. The customer's blood glucose level was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.